Event description:
In 2009, caller states that the day prior, there was a patient sample run on the triage cardiac profiler with a troponin of 0.84. It was sent to the lab and received a normal result of 0.01 on their bayer centaur. It was repeated again at the lab with the same result.

Manufacturer narrative:
Triage profiler lot giving a tni = 0.84 and bayer centaur giving a tni = 0.01: may not have been same tube. Testing performed using retain materials from same lot and with cm cal I and 2 whole blood donor samples. No error codes were observed, no standard outliers were observed with cal I. No elevated levels of tni were observed with cal I or either donor sample. No false positives were observed. No patient sample was returned; unable to confirm false positives with the patient's sample. Complaint not confirmed. No elevated tni levels or false positives were observed. No corrective action required as no product deficiency was established.